Manufacturer narrative:
A1: patient information: requested, not provided. B3: date of event: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: unknown due to unknown date of event. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was manipulated for hemostasis and when the tamper tube was advanced along the suture, the tamping marker was fully exposed. The tension on the suture was then loosened and bleeding was noted at the puncture site. The suture was cut and manual compression was applied to achieve hemostasis, and hemostasis was successfully achieved. Contrast computed tomography (CT) was performed the next morning and showed occlusion of the left superficial femoral artery, collagen deposition in the blood, and the anchor remaining in the patient's body. Fortunately, the patient's right and left collateral channels were originally developed and the patient's only symptom was a slight cold sensation in the ipsilateral leg. The patient is currently under observation with several contrast computed tomography (CT) scans. The estimated blood loss was less than 250cc and occurred in the procedure room. The procedure before deploying the device was a percutaneous cerebral thrombectomy (middle cerebral artery occlusion: m2) to treat arterial ischemic stroke (ais). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 9 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery and there was slight calcification around the puncture site. The vessel diameter was 10 mm. The patient was recovering. The patient had a history of peripheral vascular disease, cardiovascular disease and arteriosclerosis obliterans, and t-pa dose. Three sticks were performed. Additional information was received on 18nov2024: no additional interventional or surgical treatment was performed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure complication due to user error. The exact root cause cannot be determined. The likely cause was determined to have been excess tamping, use of a 9fr procedural sheath, and multiple punctures at the access site resulting in the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).